Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two cubie pockets in a drawer were failing and could not be recovered. The customer attempted to recover the drawer; however, an error message stating, requires maintenance was displayed. The customer powered off the station, unplugged the power cord, then reconnected it and powered the station back on; however, they were still unable to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer (fse) cleared all debris from the drawer and replaced the failed pocket. Normal drawer operation was restored. The system functioned as intended after the field service engineer had repaired the device.